Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident. After the ventricular tachycardia (vt) ablation , when the patient was in his room, it was discovered that the patient had difficulties speaking. They performed a brain scan and the physician noticed that the patient had a stroke. The case was complete and there were no issues during the carto case, the procedure went well. The physician¿s opinion on the cause of the adverse event was that it was procedure and patient condition related. The patient was reported to have fully recovered without the need for prolonged hospitalization. The generator used in the case was a smartablate. There was no evidence of a cerebrovascular accident during the procedure.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30661554l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).